Event description:
Caller reported a cartridge alarm issue. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to switch to multiple daily injections (mdi) as a backup therapy, and technical support sent a replacement pump, guiding the customer on returning the problematic pump.